Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 14. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, increased sensitivity and hypersensitivity. No further patient complications were reported.